Event description:
It was reported to philips that the system had generator issue, unable to perform x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing coronary planned treatment procedure was performed when the issue happened. The procedure was less than 20 mins delay and completed after restarting the system. A philips field service engineer (fse) examined the system and confirmed that reported problem. After reviewing the system, it had generator error. To resolve the problem as issue was reoccurred next day, fse replaced tube and power inverter and returns the part for further analysis and for x ray tube reported gs issues and arcing behaviour. After some repair, the system was restored to normal working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.